Manufacturer narrative:
The complaint of leakage could not be confirmed on the one returned used 14687-15 primary plum set. No damages or anomalies. The product was tested per product specification. There was no leakage. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set in which the customer reported leakage on filter vent observed after 1.5 hours of mabthera infusion. The event cap was never opened. There was patient involvement, and no patient harm. There was no unprotected drug exposure. The tubing was replaced and therapy resumed. There was no other physical damage noted.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1: (B)(6).